Event description:
It was reported that the right atrial (ra) lead was found to have no capture a month after implant. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and had a cosmetic depression, the lead was stretched, and there was apparent explant damage.